Event description:
The customer contact reported that there was an operator error in programming the device, which resulted in the pt receiving more medication than intended. The physican ordered the pt to receive a 2000unit loading dose of heparin, 25000units/250ml followed by a maintenance dose of 1300units/hr. At an unspecified time, the device was programmed to deliver the heparin at a dose of 1300units/hr with a volume to be infused (vtbi) of 200ml and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the device sounded an alarm for an unspecified alarm condition. When responding to the alarm, the nurse noted that the heparin container was almost empty. The nurse determined that the pt received 25000units of heparin in 2 hours. The physician was notified. Partial thromboplastin time (ptt) and international normalization levels (inr) were drawn. Using the same device, the pt was treated with 250mg of protamine sulfate delivered for a duration of 50 minutes. After the protamine sulfate therapy was completed, the device was removed from clinical service. A review of the device history by the user facility's risk manager indicated that line a of the device was programmed to deliver a concentration of 2500units/250ml instead of the intended concentration of 25000units/250ml. The customer contacted stated, "it does look like a programming error." There were no reported adverse pt sequelae. Though requested, no additional info was provided.